Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The product complaint is for perfusor; not for infusomat, the information was entered wrongly into the product complaint registration form. The complaint could not be confirmed. No samples were provided and only the history files for both serial numbers (B)(6), (B)(6) were analyzed. The device history files for serial number (B)(6) were analyzed. The pump switched on and a terumo 50ml syringe was inserted. The infusion started with a volume of 30ml. Four hours later the infusion stopped by an open syringe holder. The reason for the open syringe holder could not be detected. The alarm was confirmed, and the syringe was extracted. No other abnormalities were found. The device history files for serial number (B)(6) was also analyzed. The last infusion was finished and the new device data was entered. A volume of 1 ml was selected and the infusion started. Three minutes later the pre alarm "syringe near empty" occurred and the infusion stopped. The syringe was extracted. No other abnormalities were found.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion." "Received bme zhikang's request to extract history from both (B)(4) (ward2a) and (B)(4)(ward57) due to parameters was entered wrongly upon transferring patient to another ward. Based on the history logs extracted from (B)(4) (ward2a), parameters entered as follows: heparin was selected from drug library, 49.6kg, dose 14.940 iu/kg/hour, vtbi 30ml. At around 2300hours, patient was transferred from ward2a (B)(4) to ward57 (B)(4), no drug library was selected and 14.90 was entered under rate (ml/hr), and discovered the error upon pre empty vtbi alarmed. As per user's description on patient's outcome: patient's condition not affected and no complication reported."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.